Event description:
Pt's home health nurse, (B)(6), reported that during the pt's last infusion, the pt's pump was having issues including beeping in the beginning saying air in line, then beeping saying call provider, then saying low battery even with new batteries in the pump. Home health nurse did confirm that she finally got the pump to work for the patient's entire infusion and patient did not miss any dose or have any clinical injury. New pump is needed for next infusion and will be sent to pt. Old pump to be returned to the pharmacy. Serial number not provided, no further information provided. Pump used to infuse gammagard at above rate. Reported to (B)(6) by health professional.